Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator'sdownloaded error log. The device's machine flow sensor was replaced due to dust and dirt contamination. The device's system board was also replaced.

Event description:
The manufacturer received information alleging a ventilator was alarming. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's machine flow sensor was replaced due to dust and dirt contamination.